Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID neu_siliconeanchor, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain. It was reported that the patient started experiencing issues on (B)(6) 2015. The patients lead for neck not covering, and there is a big lead going across the abdomen. The patient's stimulation was not giving good coverage. The patient had no coverage and the patient was getting a shocking sensation to the testicles. X-rays were administered. It was reported that the leads had migrated and despite multiple reprogramming he was unable to get relief. The patient was implanted with a new device. The device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. Analysis of the lead with s/n (B)(4) found the lead body to be cut through upon return, and the product segmented. Analysis of the lead with s/n (B)(4) found the lead body to be cut through upon return, and the product segmented. Upon further evaluation, eval code-conclusion no longer applies.